Manufacturer narrative:
Upon inspection and testing, the device failed the hand switch test lh and rh # 9 cut output error due to faulty auxiliary board. Also during trissector test, it pop-up error code 200 ref 27 due to faulty plasma blend board. Other incidental observations are missing one mounting and the footswitch cable broken.

Event description:
The device was returned for inspection, at which time an output error for cutting was observed. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A device history record review has been performed; no issues (non-conformance reports or deviations) with the manufacturing process have been indicated which might explain the failures observed.